Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were at the beach, however the insulin pump has not been in the water. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window, cracked case at reservoir tube window corners and battery tube threads.